Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for error message (e-2) , high and hi blood glucose test results. The customer is concerned with test results from results obtained of hi. The customer¿s expected am fasting blood glucose test result is 230 mg/dl and expected pm non-fasting blood glucose test result is 400 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer fasting and produced test result of 414 mg/dl using true metrix meter; customer stated that the result was high. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 02/28/2023 test strips were opened two weeks prior to call. The meter memory was reviewed for previous test result history: result 1: hi date: (B)(6) time: 02:37 pm non-fasting. Result 2: hi date: (B)(6) time: 09:04 pm non-fasting. Result 3: hi date: (B)(6) time: 11:11 am fasting . Result 4: hi date: (B)(6) time: 09:36 am fasting . Result 5: 407 mg/dl date: (B)(6) time: 07:43 am non-fasting.

Manufacturer narrative:
Sections with additional information as of 29-aug-2022: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Added most likely underlying root cause most likely underlying root cause: mlc-018: user has high glucose value.